Event description:
It was reported that the patient had been hospitalized on (B)(6) 2025 with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 30 mmol/l (540 mg/dl), ketones at 5.8 mmol/l (104.4 mg/dl) and the pod was reportedly leaking while worn on the arm. Patient experienced severe dehydration and drank 18 bottles of water. The patient removed and discarded the pod prior to leaving for the hospital. The patient was treated with an insulin and saline drip. The patient was discharged the following day on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.